Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the devices display was distorted nad no clinical information could be seen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.